Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via the right radial and femoral artery. The 90% stenosed, 12x3.5mm, concentric, de novo target lesion with a lesion bend between 45 and 90 degrees was located in the mildly calcified left circumflex artery (lcx). After engaging a 6f ebu 3.5 non-bsc and advancing a non-bsc guide wire, pre-dilatation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 3.50x16mm promus element drug eluting stent was then deployed to treat the lesion. The patient was stable post-procedure; however, after some time, the patient became restless and died.